Manufacturer narrative:
(B)(6) the lot was manufactured between april 12, 2018 and april 14, 2018. Correction/removal report number: 3010291427-09/06/19-001-r the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph shows the middle port dripping. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. It was further reported that the middle port with the screw off cap was dripping. This was identified prior to patient use. There was no patient involvement. No additional information is available.